Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device dislocation (migration of essure device location of device: left sided essure device appears to be displaced partially into the endometrial cavity)/ (a portion may also protrude into the myometrial wall (left side)) posterolaterally.') And uterine perforation ('during removal looked at the pelvis and saw that it has perforated posteriorly. ') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, hernia, oophorectomy partial and c-section. Previously administered products included for an unreported indication: birth control pill and mirena. Concurrent conditions included weight normal, bladder wall thickening, nabothian cyst, uterine cervical squamous metaplasia, cyst and pelvic adhesions. Concomitant products included ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), premature menopause ("other injury(ies) or complication (s) please describe: premature menopause,"), adnexa uteri cyst ("left fallopian tube peritubal cyst") and scar ("permanent scars"). In 2013, the patient experienced pelvic pain ("pelvic pain"), back pain ("pain lower back pain") and abdominal pain ("abdominal pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (other (please specify) - robotic-assisted hysterectomy, right salpingectomy, left salpingo-oophorect). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, premature menopause, adnexa uteri cyst and scar outcome was unknown and the pelvic pain, back pain, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, back pain, dysmenorrhoea, dyspareunia, embedded device, pelvic pain, premature menopause, scar, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received- previously reported event "injury to herself" updated to device dislocation (migration of essure device location of device: left sided essure device appears to be displaced partially into the endometrial cavity)/ (a portion may also protrude into the myometrial wall (left side)) posterolaterally,during removal looked at the pelvis and saw that it has perforated posteriorly. ", events- "a portion may also protrude into the myometrial wall (left side), pelvic pain, pain lower back pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: bloating, premature menopause, left fallopian tube peritubal cyst, permanent scars", reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.